Manufacturer narrative:
The reported event of helix would not retract was confirmed. The cause of helix would not retract was isolated to the helix being clogged with blood. No other anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, the atrial lead was attempted to be fixed but had dislodged. The physician completed the procedure using a different lead on (B)(6) 2020. There were no consequences to the patient.